Manufacturer narrative:
Additional information: e3, h3: the revision reported in the case was likely the result of aseptic loosening over 11 years of implantation. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear and subsequently contributed to particle-induced osteolysis. However, potential contributions from patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation.

Event description:
It was reported via a legal filing, that a female patient underwent a left knee revision for aseptic loosening and osteolysis, approximately 11 years and 1 month post the initial implant procedure and was implanted with optetrak logic cc tibial insert, size 3, 18 mm made of polyethylene. She was initially implanted with optetrak logic cc tibial insert, size 3, 13 mm made of polyethylene.

Manufacturer narrative:
No device return anticipated due to it being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.